Manufacturer narrative:
This report is for an unk rods/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during a primary procedure the rod (unk) was broken off. On (B)(6) 2021, the patient underwent a revision procedure. These (B)(4) are related as follows: (B)(4) about the rod breakage after the primary procedure. (B)(4) about the loose set screw which was deployed in the 1st revision procedure on (B)(6) 2021. This report is for one (1) unknown rods. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unk rods/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during a primary procedure the rod (unk) was broken off. On (B)(6) 2021, the patient underwent a revision procedure. These (B)(4) are related as follows: (B)(4) about the rod breakage after the primary procedure. (B)(4) about the loose set screw which was deployed in the 1st revision procedure on (B)(6) 2021. This report is for one (1) unknown rods. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d4 d2: additional procodes: kwp, kwq, mnh, mni, osh g1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a manufacturing record evaluation was performed for the finished device, product code: 196789300, lot: gm55581. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: march 13, 2020. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned viper2 straight rod300mm, cocr determined that the rod was broken. Only the broken end was returned. No radiographic images were provided. No other issues were identified with the returned device. The dimensional inspection was performed and the device met specifications. The observed condition of the viper2 straight rod300mm, cocr was consistent with a random component failure that may have been caused by exposure to unintended/excessive forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the viper2 straight rod300mm, cocr was observed to be broken. While no definitive root cause could be determined from the available information, it is probable that the viper2 straight rod300mm, cocr was broken due to exposure to unintended/excessive forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: expedium/viper2 straight rod cobalt-chromium. Dimensional inspection: measured dimensions: shaft diameter= conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.